Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by our edwards lifesciences affiliate in spain, during the transfemoral transcatheter aortic valve replacement (tavr) procedure with a 26 mm sapien 3 ultra valve, the commander delivery system with crimped valve was unable to be advance through the 14fr esheath. The delivery system with valve became stuck in the blue portion of the esheath. The delivery system with valve was withdrawn as a single unit and a second system was prepared. There were no issues during the second implant attempt and the second valve was implanted successfully. There was no patient injury, and the patient was discharged approximately 2 days post tavr procedure. Subsequently, additional information was received revealing the stent of the first valve used had become deformed due to interaction with the pusher from the commander delivery system. The expandable part of the esheath was noted to be bent. The valve did not exit at the side of the esheath and it was not exposed through the esheath. The esheath liner appears to have torn.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and includes additional information based on investigation. The following sections of this report have been corrected/updated: h6 (type of investigation, investigation findings, investigation conclusions) and h10 (provide narrative/data). The device was not returned to edwards lifesciences for evaluation as it was discarded. Due to the unavailability of the device, no visual inspection, functional testing, or dimensional analysis could be performed. In addition, no imagery was provided for evaluation. A device history record (DHR) review was performed, and it did not reveal any manufacturing nonconformance issues that would have contributed to the event. A lot history review was also performed and revealed no other events relating to the reported event. The instructions for use (IFU)/training manuals were reviewed for guidance/instruction involving the valve usage. Based on the review of the IFU/training manuals, no deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. In this case, the valve frame damage was unable to be confirmed. A review of the DHR and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the event. A review of the IFU/training materials revealed no deficiencies. Furthermore, no abnormalities were reported during device unpacking or preparation. As reported, the commander delivery system with crimped valve was unable to be advance through the 14fr esheath. The delivery system with valve became stuck in the blue portion of the esheath. The stent of the first valve used had become deformed due to interaction with the pusher from the commander delivery system. In this case, it was reported that the patient's access vessels were moderately calcified and moderately tortuous, and resistance was encountered while advancing the system through the esheath. It was also reported that interaction with the pusher had deformed the valve frame strut while attempting to advance the delivery system with valve through the esheath. The presence of calcification and tortuosity can create a challenging pathway during delivery system advancement and retrieval, leading to resistance. A tortuous patient anatomy can create sub-optimal angles that can lead to non-coaxial alignment between the delivery system with crimped valve and sheath inner lumen. In order to overcome the resistance, it is likely that additional force and/or manipulation was applied. The combination of non-coaxial alignment and the additional push force applied likely cause the reported valve frame damage at the outflow side. As such, the available information suggests that patient factors (calcification and tortuosity) and procedural factors (device manipulation) may have contributed to the event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.